Event description:
It was reported that during testing conducted at the MFR facility, the device was running without user activation while in safe mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was found during device eval that the sockets were corroded, the pc board was damaged and the motor assembly was a third party part, which are probable causes of the device running while in safe mode. The device has been repaired.